Event description:
The surgical procedure performed was a total arthroplasty of the right knee. During skin closure it was discovered that the left tibial insert was implanted into the right knee. This was verified by review of the used product identification labels. The surgeon was immediately notified, while the patient was still under anesthesia. The surgeon dicided to immediately replace the left insert with the right insert. The skin staples were removed. The knee joint was re-exposed and the insert was then replaced, the would was closed, sterile dressings were applied and the patient was transported to the pacu.the howmedica representative was present throughout the procedure and is aware of this incident.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mated with incompatible equipment. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was destroyed/disposed of.